Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of ¿strange noise after being plugged in¿ could not be confirmed with the returned power module (serial # (B)(4)). The returned power module was tested with laboratory equipment and was found to function as intended. A root cause of the reported issue could not be determined through this evaluation. Performed preventive maintenance, which replaced parts unrelated to the reported issue. Functional testing was performed, which passed all tests per procedure. The power module was returned to the customer site. Incidental findings: corrosion was found on the screw of the battery bracket for the power module. The incidental findings were unrelated to the reported ¿strange noise¿ issue and were replaced as part of preventative maintenance. Hmii IFU, rev c, hm3 IFU, has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery/yellow wrench alarm. Red battery/yellow wrench alarm. This indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module made a strange noise after being plugged in. The patient stated that it sounded as though a fan was inside the power module.